Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred during use of a t-flex aspheric 623t iol. The event description provided to rayner states that the device was faulty. For further information please refer to rayner intraocular lenses limited's MDR report 9611165-2013-00126.

Manufacturer narrative:
Rayner intraocular lenses limited reports the following investigation findings: our review of production records for the t-flex aspheric 623t iol batch 023e45258 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the t-flex aspheric 623t iol (february 2013) was conducted in order to determine if any trends existed. This review concluded that no other incidents of any type have been received against the t-flex aspheric 623t iol batch 023e45258.